Manufacturer narrative:
The complaint of lead migration cannot be confirmed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07410. It was reported one of the patient's leads had migrated. X-rays were taken and confirmed the lead migration. As a result, the migrated lead was explanted. The issue was resolved by surgical intervention. The patient had two leads. Both leads are being reported because it is unknown which lead was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).